Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pericardial effusion and the right ventricular (rv) lead exhibited high threshold, increase impedance and high impedance. The lead was revised and remains in use. No further patient complications have been reported as a result of this event.